Event description:
Mother says daughter with breast implants that are defective. One implant has deflated and the other has a bubble in it. There's a question regarding payment, since the 5 yr statute has just about expired. Because of the time limitation, she (her daughter) will need surgery right away.